Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and it is unknown if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and cylinder had foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the indication on the flexibility adjustment ring was unclear, the label on scope connector was peeled, due to wear of the angle wire the play of the up/down/right/left knob was out of the standard value, the adhesive around the objective lens had discoloration, the adhesive around the light guide lens had discoloration, the adhesive on the bending section cover rubber was detached, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.